Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. However, insulin pump received with moisture damage at electronic assembly noted.

Event description:
Information received by medtronic indicated that the insulin pump exposed to fluid. Customer stated they do not hear fluid when shaking the insulin pump. Customer stated they see fluid under the lcd and insulin pump was not dropped. Customer also stated there were not cracks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.